Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was over-rotated. It was also noted that the distal conductor had blood, and the lead was damaged at implant. (B)(4).

Event description:
It was reported that during implant the right ventricular lead helix was difficult to deploy and took an excessive number of turns to finally deploy. The physician noted that lots of torque was built up in the lead. The impedance measurement were noted to be varying. Sensing was noted to be diminished towards the end of the procedure. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.